Manufacturer narrative:
Add'l info.

Manufacturer narrative:
(B)(4).

Event description:
The recipient was reportedly explanted due to necrosis at the implant site. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly had an infection surrounding the subcutaneus tissue under implant. The recipient was hospitalized on november 30, 2015 to december 3, 2015. The recipient's infection has been resolved. The external visual inspection of the device revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The residual gas analysis result revealed a nitrogen level above the limit. The device was explanted for medical reasons. The device passed the tests performed. However, this device had nitrogen that exceeded the limit. Based on an assessment of the residual gas analysis data, it is believed that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feedthru seals. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report.